Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4) implanted: (B)(6) 2010, product type: programmer. (B)(4).

Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm due to zero ml reservoir volume reached. Logs showed a low reservoir alarm occurred on (B)(6) 2015 and empty alarm occurred on (B)(6) 2015. The patient does not have symptoms. The patient heard the alarm on wednesday. Additional information received reported the patient was not taking any other medications at the time of event. The cause of the alarm was reported as a missed refill. No troubleshooting, interventions or other actions were taken to mitigate or resolve the event. The patient recovered without permanent impairment. The pump was used to infuse fentanyl and bupivacaine.